Event description:
The device was used during a protocolectomy procedure. The instrument would not fire. The surgeon used another device to complete the procedure. The hosp has reported that no pt injury occurred.